Manufacturer narrative:
H3: device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil failed to detach during an internal iliac artery embolization prior to an endovascular abdominal aortic aneurysm repair (evar) procedure for an unknown patient. The coil was inserted into the internal iliac artery via a contralateral approach. The physician rotated the delivery wire more than 20 times; however, the coil would not detach. The complaint device was then removed from the patient, and a new device was used to complete the procedure successfully. The second and subsequent coils were placed without any problems. The physician noted that the torque may not have been transmitted due to the contralateral approach and tortuosity. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that a retracta detachable embolization coil failed to detach during an internal iliac artery embolization prior to an endovascular abdominal aortic aneurysm repair (evar) procedure for an unknown patient. The coil was inserted into the internal iliac artery via a contralateral approach. The physician rotated the delivery wire more than 20 times; however, the coil would not detach. The complaint device was then removed from the patient, and a new device was used to complete the procedure successfully. The second and subsequent coils were placed without any problems. The physician noted that the torque may not have been transmitted due to the contralateral approach and tortuosity. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the final reported lot revealed no quality control discrepancies. A review of the DHR for one of the subassemblies lots revealed one quality control discrepancy in which one device was scrapped for a potentially related issue. A complaint history search identified no other complaints under this lot number at the time of this investigation. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the information provided, no returned product, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the junction zone was not located just inside the catheter tip, not allowing the coil to deploy properly, but this could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.